Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic and upon interrogation, the right atrial lead exhibited loss of capture. The device was reprogrammed. No patient symptoms were reported; the patient would be monitored.